Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Additional contact person of ufmw ¿(B)(6).

Event description:
A medsun mandatory medwatch report (uf/importer reporter # (B)(4) was received which stated the following: ¿patient receiving IV hydration with standard IV 3 port tubing and chemo filter. Rn put together tubing set for upcoming chemotherapy infusion. Once connected, the spiros filter line was leaking at the spiros cap (18¿ ext set w/0.2 micron filter clave, spiros, clamp). After this was discovered, replaced IV tubing with new line set up.¿ it was also reported that the original intended procedure was chemotherapy infusion and that the device failed (e.g broke, couldn¿t get it to work or stopped working), the event happened at hospital in the patient¿s room and the approximate age of the device was 1 day. The event occurred on an unknown date in (B)(6) 2020.